Manufacturer narrative:
It was reported that the fabius had a vent fail during use. The analysis of the device log file revealed an issue with the vacuum pressure at the reported time of event. This vacuum pressure is needed to operate the valves that control the ventilation cycles and to keep the diaphragm of the ventilator in place to avoid wrinkling during piston movement. If significant deviations are detected- in this case a too high vacuum- the software forces a shutdown of automatic ventilation to prevent from serious mechanical damages to the ventilator unit. This shutdown is accompanied by a corresponding alarm; manual ventilation and the monitoring functionalities remain available. There are several plausible root causes for a vacuum pressure error. As during service activities on-site, the reported issue was solved after replacement of the pump assembly it can be assumed that a faulty vacuum pump was the root cause for the high vacuum and in consequence for the reported ventilator failure.

Event description:
It was reported that the device came up with a vent fail while on a patient. There was no patient injury. The device has no UDI as an UDI was not required at the time the device was manufactured.